Event description:
While using an aligner (clear plastic tray designed to move teeth to correct malocclusion) pt's dental crown fractured. Pt was mid treatment (12 of 37) when the crown fractured at the cej (gingival line) on lower lateral incisor. After the fracture inciident, a post/core was placed, crown placed, and a new impression taken for continuation of invisalign treatment.